Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were available on (B)(6) 2020. The next date of logs available are (B)(6) 2020 going forward. There were no logs available from (B)(6) 2020 to (B)(6) 2020. There was no evidence in the logs to indicate any type of data error. Therefore, the bg levels for (B)(6) 2020 could not be identified. As such, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a "low" blood glucose (bg) level; value was not provided. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.